Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, customer's blood glucose displayed "high" and had large amount of ketones present. Customer administered manual injection of insulin to resolve elevated glucose and ketones. A new cartridge was loaded to resolve to resolve load fill allegation. After troubleshooting with technical support it was verified the pump is functioning as intended.